Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and sleep current test. The pump failed the self test due to pump error 63. The history/trace downloads were successful using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Keypad overlay was peeled inspected keypad traces and found cracked solder joint on pins 5 and 6 of ic u1. The following alarms/alerts were noted on event date: pump error 54 on 06/26/2023 15:15:36.000, pump error 3 on 06/26/2023 15:15:38.000, pump error 4 on 06/26/2023 17:49:06.000, and pump error 63 on 06/26/2023 17:49:08.000. Confirmed pump error 54 (file number = 32122 line number = 1421) due to software anomaly. Pump error 3 was a consequence of pump error 54. Confirmed pump error 63 variable 03 confirmed due to cracked solder joints. Pump error 4 was a consequence of pump error 63. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, and end cap address label missing. Pump error 54 confirmed due to software anomaly. Pump error 3 was a consequence of pump error 54. Device test failed confirmed due to pump error 63. Pump error 63 confirmed due to cracked solder joint. Pump error 4 was a consequence of pump error 63. Device test failed confirmed due to pump error 63. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported not able to get the automode and received the error code of hal software error detected (pump error 54) and the error code of the main arm cannot communicate with the motor arm. Troubleshooting was performed and the customer was able to clear the alarm successfully and complete rewind but did not pass the self test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. The insulin pump will be returned for analysis.